Event description:
The facility reported an infusion pump with a failure code 12:303 which occurred during a pt infusion. The facility's rep stated that there were no pt incidents reported on this pump since the last baxter service event. Although info was requested by baxter, no info was available regarding the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use. Additional contact info was requested but no additional contact was identified.